Event description:
It was reported that the external pulse generator had a broken ventricular jack. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the lower case was broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged. (B)(4).